Event description:
The customer reported that his insulin pump alarmed and insulin squirted out during the manual prime. The caller stated that the device was stuck on the prime loop. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.